Event description:
The reporter stated the surgeon inserted a 21.5 diopter aa4204vf silicone single piece lens and the lens was torn by the injector. There was patient contact but no injury. Additional information has been requested, but none has been forthcoming. If additional is received, a supplemental medwatch will be sent.